Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) verified instrument performance by performing a 10-replicate precision test utilizing level 1 quality control (qc) material. The fse did not observe any instrument issues and discussed sample handling techniques with the customer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the initial elevated result was released out of the laboratory and questioned by the physician. The customer reanalyzed the sample, on the same instrument, and obtained negative results. An amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a 4.5 ml lithium heparin tube and centrifuged at 4,500 rpm (rotations per minute) for nine minutes. The customer indicated the sample was normal in appearance and quality control (qc) was within specification prior to and following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.